Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015- 00562 / 00563).

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2009 due to wound dehiscence from a fall requiring an irrigation and debridement and a polyethylene liner exchange. A manipulation of the right knee was performed on (B)(6) 2009 due to arthrofibrosis.